Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an issue of no pressure, turns on and off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation, the pca burnt, losses communication with test interface was observed. The customer complaint was reproduced. There are multiple errors has been identified. The device was scrapped.